Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. UDI (di): (B)(4).

Event description:
It was reported that the patient received server shocks due to lead dislodgment. The lead was explanted and replaced. The patient's condition was stable.